Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. It was also reported that customer's blood glucose (bg) was elevated, however, specific bg value was not provided. The cause of the elevated bg was unknown. Customer changed pump supplies to address bg level. Reportedly the customer continued to use the pump for insulin therapy.